Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the tidal volume is too low. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer replaced the air flow and exhalation flow sensors to address the reported problem. Unit passed extended self-test (est), air flow and oxygen flow accuracy tests and gas volume test. Unit is returned fully functional. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.